Manufacturer narrative:
(B)(4). Product surveillance contacted the home patient (hp) regarding this event. The hp stated she does not remember anything and could not provide any additional information. There was no patient injury or medical intervention reported. Therapy has been going well since. This complaint for a system error 2240 (air in set) was confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
A customer contacted baxter technical services(bts) regarding assistance with a system error 2240 alarm during dwell 1 on the homechoice machine(hc). The home patient(hp) stated that the supply bag became disconnected. The technical service representative(tsr) assisted the home patient(hp) to cycle power to clear the alarm. System error 2367 alarm occurred. The tsr assisted the hp to end therapy. The tsr advised the hp to disconnect using aseptic technique and remove the cassette. The tsr advised the hp to notify their peritoneal dialysis nurse and start over with new supplies. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4).the sample was not returned to baxter, therefore no evaluation could be performed. The lot number is unknown; therefore a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.